Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history was sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2014-03548 and 03550. It was reported the pt experienced fever, photosensitivity and vomiting. As a result, the pt went to the ER where his scs system was explanted due to an infection at the ipg pocket and lead implant sites. It was also reported the pt was admitted to the intensive care unit was received antibiotics. F/u identified cultures revealed (B)(6) and the pt is still hospitalized.